Event description:
Patient reports a recent pump replacement with confusion as to if any medication was put into the pump. Patient reports that the implanting hcp states only saline was put into the pump, while the follow-up hcp states that the pump was filled with medication per the manufacturer representative. The patient states they are experiencing withdrawal symptoms. No other patient symptoms were reported. The drug in the pump is unknown. Additional information has been requested from the hcp, but was not available at the time of this report.